Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples and the affected physical sample were returned for evaluation by our quality team. Through examination of the sample and pictures, the stopper¿s angularity was observed defective. It is most likely that the stopper angularity defect resulted from the assembly process. A device history record review was completed for provided material number 309628 and lot number 2202719. All visual inspections were performed, and one (1) quality notification (qn) was identified that could be related to this reported incident. When the qn was detected, the manufacturing process was stopped, the machinery was requalified, and the line was entirely cleared of defects prior to resuming production. The final lot was then inspected and accepted based on the control plan and approved for release. However, it is possible that a limited number of pieces escaped detection with this condition. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter translated from korean to english: the rubber part at the end of the plunger is crooked.